Event description:
During a coil embolization procedure, the enterprise vrd and delivery system (enc452212/01429660) could not be retrieved into the prowler select plus. The stent was deployed till the distal markers were out of the prowler select plus. The doctor wanted to retrieve it and reposition the stent. However it could not be retrieved back. It got stuck into the prowler select plus. The enterprise stent was not able to be removed with the prowler microcatheter, but it was not implanted. The same microcatheter (catalog and lot unknown) was not utilized to complete the procedure. The microcatheter along with the delivery system and stent are going to be returned for analysis. The mc was not re-shaped prior to use. During the procedure, no resistance or friction occurred between the devices. A constant and dedicated saline source was utilized at all times, and constant fluoroscopy was performed at all times. A jailed technique was utilized during the procedure. The procedure was completed with another stent. The target site was the supraclinoid segment with torturous anatomy and aneurysm that measure 6x5.

Manufacturer narrative:
During a coil embolization of a supraclinoid aneurysm with tortuous anatomy, the enterprise vrd and delivery system (enc452212/01429660) could not be retrieved into the prowler select plus. The stent was deployed until the distal markers were out of the prowler select plus. The doctor wanted to retrieve it and reposition the stent. However it could not be retrieved back. It got stuck into the prowler select plus. The stent was not implanted. The same microcatheter (catalog and lot unknown) was not utilized to complete the procedure. The mc was not re-shaped prior to use. Prior to the event, no resistance or friction occurred between the devices. A constant and dedicated saline source was utilized at all times, and constant fluoroscopy was performed at all times. A jailed technique was utilized during the procedure. The procedure was completed with another stent. The target site was the supraclinoid segment with torturous anatomy and aneurysm that measure 6x5. A non-sterile prowler select plus microcatheter (mc) and enterprise and delivery wire were received coiled inside of a plastic bag. The enterprise was received stuck in the mc. The mc hub and the enterprise introducer tube were inspected and presented no visual damage. The mc was inspected and two kinks were noted at the distal end. The distal tip of the enterprise was found outside of the distal end of the mc. Some waves were noted on the device; however, these appear to have occurred during the handling of the unit when it was returned for evaluation. An attempt to perform the functional analysis was done; however, it was not possible. A radial cut was made at 5cm from the distal end of the mc to remove the enterprise. The enterprise stent was stuck in the distal part of the mc on the kinked section. After the enterprise was removed from the proximal part of the mc, the enterprise delivery wire (without stent) was then inserted in the mc and it was able to go through the mc until the cut section without any resistance/friction. The enterprise stent was inspected under microscope and presented no damage. The ID from the mc was measured and was found within specification. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of enterprise lot 01429660. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported inability to recapture the enterprise stent into the prowler select plus was confirmed. With functional testing the cause was due to the kinked conditions on the distal section of the mc. Although no conclusion can be made, it is possible that the tortuous anatomy contributed to the event. The instructions for use outlines that use of the enterprise vrd is generally contraindicated in patients in whom the angiography demonstrates anatomy is not appropriate for endovascular treatment due to severe intracranial vessel tortuosity. Neither device presented with any indication of a manufacturing defect or anomaly contributing to the reported event. Therefore, no corrective actions will be taken at this time. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00469 and 1058196-2011-00470.

Manufacturer narrative:
This is one of two products used during the same procedure on the same patient, which is associated with MFR report 1058196-2011-00469 and 1058196-2011-00470. The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.